Event description:
During a follow-up, upon interrogation, the device could not be interrogated due to potential premature battery depletion. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection did not reveal any anomalies. Upon interrogation of the device, no communication could be established, and there was no output from the device. After cutting open the device, the battery was revealed to have reached end of life (eol). A longevity calculation was performed which indicated the implant duration failed to meet the total projected longevity based on field settings, indicating premature depletion. Additional testing with a power supply revealed high current was isolated to a defective capacitor. After replacing the capacitor, current was normal for the remainder of testing.